Manufacturer narrative:
Pending evaluation. Concomitant device: 32mm delta head (cn# 170-32-50, sn: (B)(4)).

Event description:
As reported, the patient dislocated. She had a non-exatech constrained cup with an exactech stem. The surgeon swapped the head and liner. The patient was stable when leaving the operating room. There was no delay to the surgery. There was no reported patient injury. The rep was present at the time of the surgery. The devices will not be returned for evaluation as the hospital did not release implants to return to manufacturer.

Manufacturer narrative:
The clinical evaluation noted based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of ¿the patient dislocated¿. She had a non-exatech constrained cup with an exactech stem is most likely is related to the patient¿s underlying condition of infection. Concomitant device: 32mm delta head (cn: 170-32-50, sn: (B)(4).